Event description:
It was reported that, during a non related surgery performed on this patient. This right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. Due to this, the patient received inappropriately two shocks. After the surgery all measurements were analyzed and were within normal limits. It was mentioned that a magnet was not used for the procedure and it is inferred that it is the most likely cause of this event. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Corrected information on the following fields: h6: device codes

Event description:
It was reported that, during a non related surgery performed on this patient. This right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. Due to this, the patient received inappropriately two shocks. After the surgery all measurements were analyzed and were within normal limits. It was mentioned that a magnet was not used for the procedure and it is inferred that it is the most likely cause of this event. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.